Event description:
Patient had 5-fu (5-fluorouracil) chemotherapy pump placed on (B)(6) 2023. Patients daughter removes the pump 46 hours later at home, versus patient coming into clinic. Patients daughter called clinic this morning to report that pump was full, and medication had not infused. Pump lot #30246292, avanos homepump c-series 5 ml/hr.